Manufacturer narrative:
The event problem and evaluation codes were only chosen according to the surgeons event report.

Event description:
The surgeon reported that the patient heard a sluggish motor noise. After checking the motor by the surgeon no negative abnormalities in the bipolar feedline could be detected. The surgeon was able to get the motor function temporarily again by continuing the treatment. The patient reported again a lack of engine noise. The bipolar feedline was again checked by the surgeon - also in the area of the plug connection to the receiver - and could not detect any negative abnormalities. According to the surgeons' statement, the x-rays also show nothing unusual. After the surgeon exchanged the receiver and replaced a new receiver the motor worked again without any deviations.